Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver did not turned on,however the vibrator was activated repeatedly in three short bursts.the receiver log was unable to be downloaded and the functional test could not be performed due to receiver not turning on. The receiver case was opened for internal visual inspection and passed. The reported event that the receiver ceased to function was undetermined. The root cause could not be determined.